Event description:
It was reported that during a gyn procedure, the balloon popped on the first device and the balloon on the second device would not inflate. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Instruments a and b - based upon the visual and functional examinations, it was concluded that the balloons had cuts in them, likely caused by a sharp instrument. Instruments a and b batch history records were reviewed with no anomalies noted.